Event description:
It was reported that the patient experienced shocks. The atrial lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the proximal insulation was abraded at 21.6 cm to 21.9 cm from the connector end, due to friction with device can, which could have caused the reported noise problem.